Event description:
The patient presented having received inappropriate high voltage (hv) therapy due to noise. During a follow-up, the physician had difficulties interrogating the device when a magnet was placed while attempting to disable hv therapy. Technical support was contacted and provided support to maintain telemetry with the magnet to disable hv therapy. The device was then reprogrammed to resolve the event. Further information was requested but has not been received.

Event description:
Additional information was received that the event was not related to the device. The event was due to a non-abbott product.

Manufacturer narrative:
Further information was received indicating this event did not indicate a malfunction on this product. The event was due to a non-abbott product and no malfunction was alleged on this product.